Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 26-aug-2015. The most recent information was received on 18-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune thyroiditis ("hashimoto's") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and micronor. Concurrent conditions included gerd, hypertension, polycystic ovarian syndrome, obesity, increased appetite, leiomyoma nos and hypertension. Concomitant products included azelastine, azelastine hydrochloride (astelin), colecalciferol (vitamin d3), cyclobenzaprine, fluticasone, fluticasone propionate (flonase), hydrochlorothiazide (hydrochlorothiazid), iron, ketoconazole (ketoconazol), lactobacillus acidophilus (microgenics probiotic 8), liraglutide (victoza), loratadine, loratadine (claritin), metformin, montelukast, olmesartan medoxomil (benicar), omeprazole, oxycocet (acetaminophen w/oxycodone), progesterone (progesteron), rabeprazole sodium (aciphex), rosuvastatin, testosterone (testosteron) and trulicity. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced procedural pain ("implantation of the device was not as painless as described"), anaemia ("severe anemia"), tooth fracture ("dental problems/ broken teeth"), abdominal distension ("bloating"), alopecia ("hair loss"), migraine ("migraines"), vision blurred ("blurry vison/ vision would not stabilize after essure as it became progressively worse. "), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal inflammation ("gastrointestinal or digestivebsystem condition type: doctor was concerned with inflammation and unknown source"), weight increased ("weight gain"), keratoconus ("diagnosed with keratoconus of bleeding causing anemia."), adnexa uteri pain ("pain near the ovaries") and blood iron abnormal ("iron absortion improved"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, anaemia, tooth fracture, abdominal distension, alopecia, vision blurred, genital haemorrhage, autoimmune thyroiditis, dyspareunia, fatigue, weight increased, keratoconus, adnexa uteri pain and blood iron abnormal outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, nausea and gastrointestinal inflammation had not resolved and the headache was resolving. The reporter provided no causality assessment for abdominal distension and procedural pain with essure. The reporter considered adnexa uteri pain, alopecia, anaemia, autoimmune thyroiditis, blood iron abnormal, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, genital haemorrhage, headache, hormone level abnormal, keratoconus, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dyspareunia, migraine, headache, anemia, ovarian cyst quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Indication added. Concomitant condition and drugs added. New events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hashimotos, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes, headaches, nausea, fatigue, gastrointestinal or digestivebsystem condition type: doctor was concerned with inflammation and unknown source, weight gain, diagnosed with keratoconus of bleeding causing anemia, pain near the ovaries, iron absortion improved incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0875) on 26-aug-2015. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune thyroiditis ("hashimoto's") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included infertility. Previously administered products included for an unreported indication: mirena and micronor. Concurrent conditions included gerd, hypertension, polycystic ovarian syndrome, obesity, increased appetite, leiomyoma nos and hypertension. Concomitant products included azelastine, azelastine hydrochloride (astelin), colecalciferol (vitamin d3), cyclobenzaprine, drug used in diabetes, fluticasone, fluticasone propionate (flonase), hydrochlorothiazide (hydrochlorothiazid), iron, ketoconazole (ketoconazol), lactobacillus acidophilus (microgenics probiotic 8), liraglutide (victoza), loratadine, loratadine (claritin), metformin, montelukast, olmesartan medoxomil (benicar), omeprazole, oxycocet (acetaminophen w/oxycodone), progesterone (progesteron), rabeprazole sodium (aciphex), rosuvastatin and testosterone (testosteron). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced gastrointestinal inflammation ("gastrointestinal or digestivebsystem condition type: doctor was concerned with inflammation and unknown source"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced procedural pain ("implantation of the device was not as painless as described"), anaemia ("severe anemia"), tooth fracture ("dental problems/ broken teeth"), abdominal distension ("bloating"), alopecia ("hair loss"), migraine ("migraines"), vision blurred ("blurry vison/ vision would not stabilize after essure as it became progressively worse. "), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), keratoconus ("diagnosed with keratoconus of bleeding causing anemia."), adnexa uteri pain ("pain near the ovaries") and blood iron abnormal ("iron absortion improved"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, anaemia, tooth fracture, abdominal distension, alopecia, vision blurred, genital haemorrhage, autoimmune thyroiditis, dyspareunia, fatigue, weight increased, keratoconus and adnexa uteri pain outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, nausea and gastrointestinal inflammation had not resolved and the headache and blood iron abnormal was resolving. The reporter provided no causality assessment for abdominal distension and procedural pain with essure. The reporter considered adnexa uteri pain, alopecia, anaemia, autoimmune thyroiditis, blood iron abnormal, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, genital haemorrhage, headache, hormone level abnormal, keratoconus, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: date discrepancy noted in essure insertion date. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2013 in current follow up reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia, dyspareunia, migraine, headache, anemia, ovarian cyst quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received. Outcome of event iron absorption was updated from unknown to recovering / resolving. Historical condition was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0875). The most recent information was received on 10-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("implantation of the device was not as painless as described"), anaemia ("severe anemia"), tooth fracture ("broken teeth"), abdominal distension ("bloating"), alopecia ("hair loss"), migraine ("migraines") and vision blurred ("blurry vison"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, procedural pain, anaemia, tooth fracture, abdominal distension, alopecia, migraine and vision blurred outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, anaemia, migraine, pelvic pain, procedural pain, tooth fracture and vision blurred with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received - case upgraded as incident. Surgical treatment was added for the event pelvic pain. New legal reporter lawyer were added. Product start date and stop date was added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.